Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend three samples received /n 67nfps35 l/n 4011357 without their original packaging inside a ziploc bag, in used conditions and with their certificate of safe handling. Standard visual inspection revealed no damage or defect to cuff . Functional testing when inflated the sample 1 and 3, cuff only inflated one side. According to the IFU (10018859-001 rev.100 - instruction for use bivona tts flextend tracheostomy), we manipulated the pilot balloon and the cuff inflated completely. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. Then when we inflated the sample 2, cuff inflated without problems. Engineering reviewed and device passes all testing at 100% prior to release of product. No fault found.

Event description:
Device evaluated and summarized in h 10.

Event description:
It was reported the device was in use with patient. The reporter stated the cuff was found leaking and a tube change was required to continue therapy. No further adverse effects reported.